Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. In case of this complaint, there are several potential causes for the reported issue; however, a review of available information failed to identify a definitive cause and since the product was not returned for analysis, an assignable cause of undetermined was assigned to the reported issues 'nv - un-retrieved device fragments' and 'nv - guidewire broken/fractured'. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that the subject guidewire was used during coil embolization procedure for aneurysm sized 8.7mm×6.7m located in the left internal carotid artery (ica) c6. Width of the neck of the aneurysm was about 4.5mm. Coils were inserted into the aneurysm and stent was completely deployed. Digital subtraction angiography (dsa) showed that the aneurysm was embolized completely and the blood flow of the parent vessel was smooth, and no thrombus was observed. To make the stent better adhere to the vessel wall, the operator delivered the subject guidewire for assistance. During the procedure, the subject guidewire tip was fractured and was left inside the patient vessel. The physician made multiple attempts to remove the fractured tip; however, was not successful. The patient¿s blood flow was good, and thrombus was not formed; therefore, the physician withdrew the guide catheter and completed the procedure.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the subject guidewire was used during coil embolization procedure for aneurysm sized 8.7mm×6.7m located in the left internal carotid artery (ica) c6. Width of the neck of the aneurysm was about 4.5mm. Coils were inserted into the aneurysm and stent was completely deployed. Digital subtraction angiography (dsa) showed that the aneurysm was embolized completely and the blood flow of the parent vessel was smooth, and no thrombus was observed. To make the stent better adhere to the vessel wall, the operator delivered the subject guidewire for assistance. During the procedure, the subject guidewire tip was fractured and was left inside the patient vessel. The physician made multiple attempts to remove the fractured tip; however, was not successful. The patient¿s blood flow was good, and thrombus was not formed; therefore, the physician withdrew the guide catheter and completed the procedure.